Manufacturer narrative:
One video and 10 loose 10ml syringes were received and evaluated. The samples received have all been manipulated with liquid residue in the fluid path present, tip caps and labels having been added to the barrels. Evaluation was performed through the bag. No cracks or signs of leakage were found in any of the syringes. Stoppers were in the bottom out position. Plungers were pulled back and released ¿ they were observed to immediately retract to the bottom out position on their own, indicating seal presence and creation of vacuum inside the barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: video was evaluated. A 10ml syringe with a label attached and filled with clear liquid was observed in a person¿s hand. The plunger was pressed in and leakage in a form of a stream was observed through a part behind a label near one side. This indicates damage in form of a crack or a hole present behind the label, however none were observed outside the label. Root cause description: due to the fact that all of the evaluated samples had been manipulated and the only leakage was observed in the video received, it is not possible to determine what the root cause of the damaged barrel is and whether it is associated with the syringe manufacturing process or with manipulation having taken place after the product left the manufacturing plant. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe luer-lok¿ tip leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip leaked. No serious injury or medical intervention was reported.